Manufacturer narrative:
Evaluation summary: according to the manufacturing lot numbers, these devices each have a potential field age of approximately 3 years. With the information provided a probable cause cannot be assigned to the complaint. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the tibia had to be re-cut to correct for a varus cut made on the original proximal cut using this jig.